Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6), with the small external fixator, radiolucent-sterile which was consigned by synthes, the surgeon of this ccm performed an operation for the patient who had a fracture of the distal radius and the ulna. Four clamps out of six clamps were too tightened, and were not able to turn completely by using the wrench which was in the set. So, by using the pincers which was owned by the ccm, the surgeon tightened the four clamps by force and kept the reduction position after a great struggle. Particularly at the beginning stage of the insertion, they were too tightened, and hard to turn. This is 1 of 1 report for complaint (B)(4).